Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported that over the last few months the insulin pump was having more and more button issues. The insulin pump was not dropped, bumped, nor exposed to moisture. Customer's blood glucose level was not reported. The device was not returned.